Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned with the stent detached. The stent was not returned. Crimp evidence was present on the balloon. A visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending (lad) artery. An unspecified stent was previously implanted at the left main artery and when the 3.00x12mm promus element plus stent was advanced through the left main, the stent stripped off the stent delivery balloon. Another unspecified stent was advanced to the left main and crushed the embolized stent against the artery. The procedure was completed with the deployment of an unspecified stent in the proximal lad. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending (lad) artery. An unspecified stent was previously implanted at the left main artery and when the 3.00x12mm promus element plus stent was advanced through the left main, the stent stripped off the stent delivery balloon. Another unspecified stent was advanced to the left main and crushed the embolized stent against the artery. The procedure was completed with the deployment of an unspecified stent in the proximal lad. No patient complications were reported and the patient's status was fine.